Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1vr01-delsys, expiration date: 28-apr-2022, serial#: (B)(4), UDI #: (B)(4). Device manufacture date: 11-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the first implant attempt during the implant procedure of the leadless implantable pulse generator (ipg) loss of capture was noted. On the second attempt the tines did not fix and on the third attempt the patient experienced reduced blood pressure when implanted near the apex. A cardiac perforation was confirmed and pericardial fluid was observed. Drainage was performed with open heart surgery and thoracotomy. The ipg was attempted / not used. No further patient complications have been reported as a result of this event.